Manufacturer narrative:
Batch review performed on 14 june 2022: lot 133337: (B)(4) items manufactured and released on 10-oct-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implant involved: batch review performed on 14 june 2022 gmk-primary 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot 136136: (B)(4) items manufactured and released on 11-mar-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary knee surgeon on (B)(6) 2015. On (B)(6) 2017, the patient fell and came in reporting laxity. The surgery swapped the 12mm poly for a 17mm poly. On (B)(6) 2017, the patient was revised again. The patient fell and came in reporting laxity. The surgeon swapped the 17mm insert for a 20mm insert. The surgery was completed successfully. On (B)(6) 2022, the patient came in reporting instability due to laxity and the cause is unknown. The surgeon revised the insert and tibial tray and the surgery was completed successfully.